Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. Please the updates in sections: d11, g4, g7, h2 and h10. Additional information received from the user facility states the incident occurred during a therapeutic endoscopic sinus surgery (ess) procedure. Nothing fell into the patient. The broken fragment was collected immediately after the event. No x-ray was performed. There was no resistance felt during insertion. The sheath and the alignment was not inspected prior to use. The user facility reported before starting the procedure, the sheath was stored in the paper bag. Nothing stuck on the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was discarded accidently by the user facility. As a result, a determination can not be made at this time. If further information becomes available, olympus will continue the investigation and update the agency accordingly.

Event description:
The service center was informed that about one and a half hours after the start of use, when wiping of the tip the protrusion (stopper) of the tip broke. The broken protrusion was collected and kept at the side. However, in the operating room, it may have been accidentally discarded. The operation was restarted again with a new device of the same model number. The operation was complete without any additional problems.